Event description:
It was reported that after repositioning the first coil in an aneurysm in the left pcom artery, the coil was stuck in the subject microcatheter and was not retrievable or pushable. While attempting to pull back, the coil started to unwind within the subject microcatheter, and the first loop formed knot inside aneurysm. A thrombus formed around the coil in internal carotid artery (ica). The subject microcatheter tip stayed within the aneurysm during deployment and retrieval. Several maneuvers were undertaken to retrieve coil and subject microcatheter. The subject microcatheter had to be cut several times with the partially deployed coil to be retrieved by microsnare. There were further unwinding of the coil within the subject microcatheter causing occlusion of the microcatheter and fracturing of residual coil. There were 5 hours delay. The outcome was a stroke (mtici score of 2a) and the aneurysm was thrombosed. There was patient deceased. The relationship of patient death to the microcatheter (subject device) and the associated procedure is unknown. No other information is available. Additional information received on (B)(6) 2022, it was confirmed that the thrombus, stroke, brain swelling, hemicraniectomy, and death of the patient were not related to the subject microcatheter.

Manufacturer narrative:
This is 2/3 emdr reports. H3 other text : the device is not available to the manufacturer

Manufacturer narrative:
Due to the automated mes(manufacturing execution system) system there are controls in the manufacturing process to ensure that product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information indicated the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Also additional information provided by the customer indicated the subject catheter had to be cut several times with the partially deployed coil to be retrieved by microsnare. The tip remained in aneurysm for the main time until retrieval, no apparent bends or kinks in fov. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. Based on the additional information received the patient passed away 11 days post procedure and it confirmed that the thrombus, stroke, brain swelling, hemicraniectomy, and death of the patient were related to the coil and not the subject catheter. As the device was not returned it is unknown if the subject catheter device malfunctioned. While there are a number of potential causes for the reported issue of 'catheter, coil jammed' and 'patient medical or surgical intervention required', because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that after repositioning the first coil in an aneurysm in the left pcom artery, the coil was stuck in the subject microcatheter and was not retrievable or pushable. While attempting to pull back, the coil started to unwind within the subject microcatheter, and the first loop formed knot inside aneurysm. A thrombus formed around the coil in internal carotid artery (ica). The subject microcatheter tip stayed within the aneurysm during deployment and retrieval. Several maneuvers were undertaken to retrieve coil and subject microcatheter. The subject microcatheter had to be cut several times with the partially deployed coil to be retrieved by microsnare. There were further unwinding of the coil within the subject microcatheter causing occlusion of the microcatheter and fracturing of residual coil. There were 5 hours delay. The outcome was a stroke (mtici score of 2a) and the aneurysm was thrombosed. There was patient deceased. The relationship of patient death to the microcatheter (subject device) and the associated procedure is unknown. No other information is available. Additional information received on (B)(6)2022, it was confirmed that the thrombus, stroke, brain swelling, hemicraniectomy, and death of the patient were not related to the subject microcatheter.